Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed) and there was apparent explant damage.

Event description:
It was reported that the patient complained of pocket stimulation. The patient stated that she was cooking, when she noticed the stimulation. A chest x-ray revealed that the tip of the left ventricular lead had migrated. The lead was removed and replaced. No patient complications have been reported as a result of this event.